Manufacturer narrative:
The stylewire was returned and analyzed. The stylewire was unraveled. Damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The stylet-guide wire was returned to the manufacturer after use during attempt to implant the associated lead. The stylet-guide wire tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.